Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient obtained blood glucose results of 7.0 mmol/l and >20.0 mmol/l (patient could not recall exact value), within 2 minutes, when testing on the aviva system. No action based on the results was reported. No adverse event was reported. At the time of the report, patient no longer had the test strips in use at the time of the event. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.